Event description:
The accounts biomed stated that the trend and reverse trend function only work intermittently.

Manufacturer narrative:
The biomed isolated the issue to the logic circuit board. He replaced the logic circuit board to repair the bed.